Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received and the pump stopped working. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Troubleshooting also found multiple no delivery alarms in the pump history. The customer declined most, if not all, of troubleshooting but indicated that she would contact her doctor regarding the high blood glucose. The customer does not want to return the reservoir or set for analysis.